Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had tingling, buzzing, and tremors in their brain/head, as well as tremors in their hands. The caller initially thought these symptoms were related to the aftereffects of anesthesia (since the patient was feeling groggy after the implant surgery), but the symptoms continued through the night and did not get any better. The caller mentioned that the that the patient's blood pressure and oxygen saturation were "fine" after the implant surgery, but the patient had the "buzzing in his head" before they left for home. The caller mentioned that manufacturer representative was present for the implant surgery and advised the patient to decrease therapy settings if the patient had any tingling, and to increase therapy settings if the patient had any tremors. The caller confirmed the manufacturer representative was not aware of this event. When the patient's ins was initially programmed yesterday, the caller stated that the therapy settings were set to 4.1 for the patient's left side, and 2.3 for the right side. However, the caller did not feel comfortable making any changes to the therapy settings because they did not understand what they were supposed to do. The caller was redirected to the patient's healthcare provider (hcp) to further address the issue. The caller did not know the name of the patient's managing hcp, so they stated that they would call the patient's post-op physician to report the event and to get further direction. The caller mentioned that the patient has an appointment with their neurosurgeon in 3 weeks to have the stitches removed.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the tingling/buzzing/tremors wasn¿t determined (no known factors) but it was thought to be a reaction to anesthesia. The hcp decreased the ma of therapy, but the patient already stated the feelings and tremor resolved by itself.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.